Event description:
Info received indicates the service required light is flashing with a service code 30-49 (left intermediate cable with intermittent connection). The technician found old fluid residue on the ucm board.

Manufacturer narrative:
The technician replaced the left intermediate cable and ucm circuit board to repair the bed.